Manufacturer narrative:
(B)(4).

Event description:
Distributor's representative contacted dexcom on (B)(6) 2016, to report a detached needle that occurred on (B)(6) 2016. The sensor insertion was on (B)(6) 2016. There was no report any injury or medical intervention. No additional even or patient information is available.